Event description:
It was reported that electrocardiogram revealed noise on the atrial channel. Atrial lead damage was suspected due to twiddler's syndrome. The right atrial lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.